Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was tested with both a known good battery and with the customer battery and functioned as intended. The event history log review identified multiple events of "improper shutdown" however the occurrence of an improper shutdown message occurs when power becomes disconnected from the pump and is not necessarily indicative of a pump issue. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced losing power when touched or moved at times. There was no known patient injury or medical intervention associated with this event. No additional information is available.